Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly also found corroded motor and vibrator motor during our visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump stopped working. The insulin pump vibrated several times and then turned off. Water seemed to be inside of the insulin pump. The customer reverted to backup plan. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.